Manufacturer narrative:
(B)(4). Device manufacture date: this lot was produced between 1/25/2016 and 1/30/2016. Device evaluation: result - one actual used sample and photo from the reported lot number was returned for evaluation. A visual inspection was performed. The tip shield is connected to the catheter adapter. A v-clip tilt was noted, which prevents the device from triggering successfully. The v-clip was reset and the device triggered successfully. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6015314. Conclusion - bd was able to confirm the customer's indicated failure mode. A potential root cause is a subsequent process of the device assembly. Corrective actions have been taken by the manufacturing site.

Event description:
It was reported that after successful insertion of the suspect device where flashback was noted, the needle could not be withdrawn as the safety shield was not successfully activated.